Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code that occurred during patient use. The biomed stated the there was no report of any patient injury or medical intervention resulting from this failure. Information was requested by baxter regarding specific patient information, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additonal information was available. Additional contact information was requested but no additional contact was identified.